Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the drv board had a short. The fse replaced the board, certified the incubator temperatures, and readjusted the temperature. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for low controls was the incubator temperature was slightly high.

Event description:
On (B)(6) 2017, a customer reported that controls were low on the aia-900 instrument. The customer ran several controls and the results were low. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.